Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump was not infusing. They stated that "it was on all night but did not infuse". They also stated that there were no alarms or error messages. Mmdg did follow up with the initial reporter who stated that the pump was replaced and that the patients parent had taken them to the emergency room to have "sugar water" infused and the child was "feeling better". (B)(4).